Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a failure of the front panel light-emitting diode (led). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the device evaluation found no other abnormalities. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the high flow insufflation unit had poor lighting due to a front panel light-emitting diode (led) failure. The issue was found during an unknown therapeutic procedure. There was no delay and was completed using the same equipment. There were no reports of patient harm.